Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) has been confirmed. Upon evaluation, the monitor experiencing intermittent resets. The cause of the intermittent resets is contamination on the j1002 igt control pins. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it was resetting.